Manufacturer narrative:
Device evaluation begun, but not yet completed.

Manufacturer narrative:
All four returned unused samples were tested on all 5 stations of the production leak tester. The four samples passed on all five stations. It was concluded that the caps are suitably in place. Therefore the deviation was not confirmed. This is considered a user education issue rather than a manufacturing issue. Summary: it was not possible to reproduce the reported deviation. Nevertheless the manufacturing operators were notified of this customer complaint for their awareness in future manufacturing operations. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that caps on monitoring ports of devices placed in the anesthesia breathing circuit detach at first breath of anesthesia gas, causing gas leakage. No injury was reported.